Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the physician was unable to navigate the left ventricular (lv) lead successfully through the patient's coronary sinus. The physician requested a new lv lead which was successfully implanted. The patient was stable throughout.